Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report number: 1627487-2014-01224. The pt received two leads with the same lot number. It was reported the pt is experiencing persistent jolting pain at the ipg site. Impedance check revealed contacts 7 and 8 are low. X-rays were taken and identified both leads have pulled out the header. Surgical intervention may be undertaken. Follow-up revealed the pt will address other unrelated health issues prior to scs surgery.